Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2009 (B)(6); product ID 4524-45 implantable pacing lead implanted: 2000 (B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 3 months post implant of the ipg, 9 years post implant of the right atrial (ra) lead and 14 years post implant of the right ventricular (rv) lead. The patient died approximately 4 years ago.